Event description:
It was reported that the device had reached elective replacement indicators (eri) a few months prior, but the decision had been made to turn the patient alert tones off and not replace the device. At a recent check, it was not possible to establish telemetry with the device despite multiple attempts, and magnet application did not elicit tones from the device. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Event description:
It was reported that the device had reached elective replacement indicators (eri) a few months prior, but the decision had been made to turn the patient alert tones off and not replace the device. At a recent check, it was not possible to establish telemetry with the device despite multiple attempts, and magnet application did not elicit tones from the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.